Event description:
Pt reported the vibra alert on the infusion device is defective. He is sometimes able to "shake" the infusion device and make the vibra alert work. The battery lifetime is also too short, and the infusion device often displays e7 electronics errors. The infusion device was not exposed to water or electromagnetic fields. No physiological effects were reported, and the pt did not require treatment form a health care professional or second party to address the issue. The infusion device was requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.